Event description:
The reporter stated that a child had been severrly scalded, causing injuries to her legs and buttocks, after being placed in hot water. At the time, the device was applied, the pt had pre-existing staphylococcus and pseudomonas wound infections, and was receiving antibiotics that caused diarrhea. The bilayer matrix wound (bmw) dressing was placed on the leg and buttock wounds in spite of the presence of wound infection. The pt subsequently developed a wound yeast infection, and pus was observed beneath the bmw dressing. In the presence of infection, the bmw on the leg wounds dissolved. Nystatin topical ointment was applied over the bmw covering the buttocks and the dressing, there eventually dissolved. It is thought that infection and the application of topical ointment contributed to the product dissolving. At the time of the incident, the reporter had not sought clinical support from integra. The package insert states that the bmw dressing should not be applied until infection is controlled.

Manufacturer narrative:
An investigation has been initiated based upon the reported info.